Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed to exchange the poly. It was originally thought the patient was dislocated but surgeon commented afterwards that he did not believe this to be the case.